Event description:
Spontaneous deflation occurred with the tissue expander implanted in patient's right breast and the expander was removed. The expander will be sent back to the mentor company as soon as they sent us the return packaging. Patient had a spontaneous deflation of her right tissue expander. Surgeon called the company and mentor requested the expander be returned to them for evaluation.